Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alleging possible pump under delivery. The customer¿s blood glucose was 6 mmol/l to 25 mmol/l at the time of incident and customer reported other blood glucose value was 7.2 mmol/l. Customer reported that they received insulin flow blocked alarm. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as headache and vomiting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Reservoir will not be returned for analysis.